Event description:
It was reported that during a roux-en-y the stapler did not work with battery inserted and then released flipped over and inserted again. The case was completed .

Manufacturer narrative:
(B)(4). Batch #924a32. Additional information requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? Unknown. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired. Additionally, the buttressing material were on the reload deck and on the anvil. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.